Manufacturer narrative:
The manufacturer previously reported: "upon powering on a trilogy evo ventilator, the customer reported that the device displayed a red screen accompanied by a loud audible alarm. No additional device settings or usage context were provided. There was no patient involvement at the time of the event, and no harm or injury was reported." Laboratory investigation confirmed a failure of the system pca. Review of the event log identified an error related to a flow sensor drift failure. When installed on a test bench, the device immediately alarmed ¿ventilator inoperable,¿ duplicating the reported condition. The issue was resolved by unlatching the error using service commands. The investigation determined that the system pca was stuck in the therapy boot monitor. This failure has been addressed in the trilogy evo software update. Following corrective action, the device was powered on successfully and operated with a test lung for approximately 1.5 hours without recurrence of the error. No additional unrelated failures were identified. The system pca was scrapped. Evaluation is complete.

Event description:
Upon powering on a trilogy evo ventilator, the customer reported that the device displayed a red screen accompanied by a loud audible alarm. No additional device settings or usage context were provided. There was no patient involvement at the time of the event, and no harm or injury was reported. The product associated with this complaint was not returned to the manufacturer for evaluation. As such, no failure confirmation or component analysis could be conducted, and no reportable parts were replaced. If the device is received and evaluated in the future, any findings will be documented accordingly.